Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis is unknown. On the day of the onset of peritonitis, the patient was hospitalized. The patient was treated with antibiotics (type, dose, route, frequency and duration not reported). The patient was discharged from the hospital 14 days after admission. Peritoneal dialysis therapy was ongoing. The patient has recovered from this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.